Event description:
Customer reported false negative urine hcg results on a pt who was confirmed to be 15 weeks pregnant when using the consult diagnostics hcg cassette. The customer reported that they had four pregnancy tests with negative results on one pt. They ran two tests each on two different lots. One lot (hcg1080272) is being reported on this medwatch report and the other lot (hcg1100324) on MDR #2027969-2015-00693. The pt's last menstrual period was (B)(6) 2011. No quantitative blood test was performed; the doctor examined the pt and could easily tell she was pregnant and they were able to detect a heartbeat. Pt has no health conditions and is on no medications.

Manufacturer narrative:
Lot number: hcg1080272 exp date: 07/2013. Control lot: 20miu/ml hcg urine lot: hcg120130-01, 100miu/ml hcg urine lot: hcg120223-01, 241.0iu/ml hcg urine lot: hcg111020-01, summary of results: the retention devices meet qc specification. Details as below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minute read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). The 241.0iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Customer's observations could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with retain product. Results met qc specification. No false negative was observed. Mfg batch record review did not observe failure. Root cause could not be determined from the info provided by the customer. This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established. As of (B)(6) 2012, ten cases of false negative results have been reported on this lot.